Event description:
It was reported a patient experienced coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with vanco (1 gram, intraperitoneally (ip), frequency not reported), amikacin (500 milligrams, ip, daily), and imipenem (500 milligrams, ip, frequency not reported). Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.